Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose levels. The customer's blood glucose level was reported to be 49mg/dl. The customer was told to eat a snack before bed. The customer states they woke up with blood glucose level of 59mg/dl. The customer states they met with their trainer and they made adjustments to the pump settings. The customer declined to conduct troubleshoot. The customer was advised to monitor the device and call back if issues persist.